Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of abdominal pain ("abdominal pain") and hemiparaesthesia ("paresthesia of the left side (face, upper and lower limbs) with no obvious neurological etiology") in a 49-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: no gynaecological and no past medical history; no concomitant affections and no concomitant treatments. . On (B)(6)2009, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), hemiparaesthesia (seriousness criterion medically significant) and menorrhagia ("heavier menstruation"). The patient was treated with surgery (bilateral salpingectomy with resection of the interstitial part taking out essure in one block). Essure was removed on (B)(6)2017. At the time of the report, the abdominal pain, hemiparaesthesia and menorrhagia outcome was unknown. The reporter provided no causality assessment for abdominal pain, hemiparaesthesia and menorrhagia with essure. The reporter commented: treatment following the adverse events: simple antalgic and preventive anticoagulant treatment for one week. Most recent follow-up information incorporated above includes: on (B)(6)2019: no gynaecological and no past medical history; no concomitant affections and no concomitant treatments. Treatment following the adverse events: simple antalgic and preventive anticoagulant treatment for one week. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a pharmacist and describes the occurrence of abdominal pain ("abdominal pain") and hemiparaesthesia ("paresthesia of the left side (face, upper and lower limbs) with no obvious neurological etiology") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), hemiparaesthesia (seriousness criterion medically significant) and menorrhagia ("heavier menstruation"). The patient was treated with surgery (bilateral salpingectomy with resection of the interstitial part taking out essure in one block). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, hemiparaesthesia and menorrhagia outcome was unknown. The reporter provided no causality assessment for abdominal pain, hemiparaesthesia and menorrhagia with essure. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.